Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. It was reported that patient was transported to the hospital via ambulance for low blood sugar of 31mg/dl. Patient was given intravenous fluids and was released the same day. No additional event or patient information is available.